Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with sacrospinous ligament fixation and proctotomy repair due to rectocele and sui with incidental proctotomy. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced pain. Extrusion, urinary problems, bowel problems and recurrence. It was reported that patient underwent mesh revision on 04/07/2009 due to enterocele and vault prolapse.

Manufacturer narrative:
Date sent to FDA: 01/02/2017.